Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms were unable to be cleared. Customer's blood glucose (bg) was 650 mg/dl which was addressed with a manual injection. Reportedly, customer reverted to manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump logs; however, no failure was identified and a different issue was identified.